Event description:
It was reported that during an laparoscopic right hemi colectomy procedure, it was identified that the tissue pad on the device was coming away from the jaws at the distal end. The sound of metal on metal was noted. The case was completed with a same like device. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.